Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found during a coronary emergency treatment which was aborted. The procedure was completed by moving the patient to another room to ¿abort¿ the procedure and the patient was brought back to this system once it was returned to clinical use. The philips field service engineer (fse) inspected the system onsite and confirmed that the device would not start up. A review of the system log file didn¿t confirm the reported problem. Upon functional testing, the fse found that the customer had accidentally hit the epo switch during their case which powered down the system and after power cycle all the equipment including the ups didn¿t help to regain the functionality. The fse confirmed that the gpdu rear panel, low voltage power supply of the m-cabinet and the low voltage power supply of the r-cabinet were not functioning properly. The part analysis of the gpdu rear panel, low voltage power supply of the m-cabinet and the low voltage power supply of the r-cabinet was performed and concluded that components had electronic defect, software fault and power supply defect respectively. To resolve the issue fse replaced the gpdu rear panel, low voltage power supply of the m-cabinet and the low voltage power supply of the r-cabinet. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not start up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the power supply. The device was returned to expected functionality.